Manufacturer narrative:
(B)(4). The device was serviced as a part of preventative maintenance. Visual inspection, functional testing, a review of the alarm log, and a service history review were performed. Visual inspection identified a swollen battery. The cause of the condition was undetermined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a swollen battery. No additional information is available.